Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02032, 2134265-2011-02030. It was reported that post a stenting treatment procedure, thrombosis occurred. Access was obtained through the left femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 6fr non-bsc guide catheter engaged the vessel and a pt moderate support guide wire was advanced. The lesion was predilated with a 2.5x15mm apex balloon, which resulted in a dissection. A 2.75x18 promus stent delivery system (sds) was advanced distally to the lad and the stent was deployed. Next, a 3.5x38mm ion sds was advanced and deployed. Lastly, a 3.5x12mm ion sds was advanced proximally and the stent was deployed overlapping the 3.5x38mm stent resulting in good flow through the vessel. During recovery, the patient was feeling sick, looked pale and had very low blood pressure. An EKG revealed high st elevations and the patient returned to the cath lab three hours after the initial procedure with a totally occluded lad. A non-bsc aspiration catheter was used to remove the thrombus. Then a 4.0x30mm maverick balloon catheter was advanced to dilate the lesion. A balloon pump was put in and the patient was put on a ventilator. No additional patient complications were reported.